Event description:
The customer reported that the device's battery failed and is swollen. The battery is less than 1 year old. There was no reported patient involvement.

Manufacturer narrative:
One heartstart xl battery was returned for failure analysis. The reported problem was confirmed. Operational testing was not performed due to safety concerns regarding a swollen battery. The cause was not determined. The battery was manufactured in september 2015. There is no indication that this battery failure is early or unusual. No further evaluation of the failed battery is warranted.